Event description:
It was reported that the patient never had therapeutic effect. The trial was effective but since she has been implanted therapy has not been effective. She has had toe movement and toe pulling. She lowered stimulation and she was still feeling numbness in her toes. The patient was feeling stimulation in near her rectum area. She tried programming changes but there had been no change in effectiveness. Additional information received over a week later reports since implant she was not having relief from therapy and she was concern about therapy. The patient had implant for bowel movement and therapy never resolve problem. She discussed with hcp (healthcare provider). She drinks a lot of water to help her bowel. She was getting up twice to go to bathroom instead of once. She can feel her "butt hole opening and closing" but cannot have a bowel movement and wondering was stimulation should be higher. She fell twice during the summer before the neurostimulator implant. The patient had appointment with hcp tomorrow for adjustment from the left side to the right side. The patient noted over 10 years ago, she had colonoscopy and had polyp on ¿small ball¿ and had laparoscopic surgery done, where they burst artery and bowel problem was caused by that procedure. Her gi(gastrointestinal) hcp put her on (B)(4) to help with bowel. Additional information received from patient reports yes, the patient do not have concerns with their device or therapy. No, the patient received assistance from their healthcare provider or manufacturer representative and their concerns were resolved. The patient was still having concerns regarding their device or therapy but was working with their healthcare provider or manufacturer representative. It was also reported that the patient was still having concerns with their device or therapy but have not sought further help. It was later reported that the patient had neurostimulator for bowel and urinary. It helped with her bowel during her trial and initially after implant but then stopped working to help her bowel in (B)(6) 2015. It was also reported that in (B)(6) 2014, she had another period where the neurostimulator stopped working for both bowel and urinary. She had her neurostimulator moved from the left to the right side on (B)(6) 2015 because the doctor told her there were more nerve endings on the other side. After this procedure the neurostimulator was working fine for her bowels and her urinary was okay and then her bladder "went wacko". Patient was very difficult to follow with regard to previous history regarding loss of therapeutic effect. It was discussed that records show she had a lead replacement on (B)(6) 2015 and the patient seemed to be under the impression that she had gotten an entirely new system. It was unclear with the details of what she was reporting. Additional information has been requested but was not available as of the date of this report. A follow-up report will be made if additional information becomes available.

Event description:
Additional information received from the consumer reported that her first implantable neurostimulator (ins) did not work so they put it on the right side where there was more nerve endings. Both times, it worked for a couple weeks but then it stopped. On (B)(6) 2015, the health care professional (hcp) put new leads in and a few weeks after that it stopped working.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reports the patient had a pinched nerve /pain in neck/shoulder down back. Compatibility guidelines were requested for MRI. The area to be scanned was the c-spine for pinched nerve /pain in neck/shoulder down back. Pain was noted over a month ago. The patient referenced system revision/replacement (lead replaced) on (B)(6) 2015. She was told it would be guaranteed 4 years. Patient mentioned she had an x-ray done "last thursday," and she states there was something the doctor couldn't see in it. Patient also mentioned doctor wants patient to keep track of symptoms for device being turned off for 2 weeks and back on for 2 weeks. Patient referenced symptoms still present, including going to bathroom 22 times a day.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. Patient was told that device did not work because the leads were in the wrong place and reprogramming was done and it still did not work. No further complications were noted or anticipated

Manufacturer narrative:
Concomitant products: product ID 3037, serial # (B)(4), product type programmer, patient; product ID 3889-28, lot # va0n07b, implanted: (B)(6) 2014, product type lead. (B)(4).